Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the polymer syringe emptied and the patient experienced transient hypotension and rash on the torso and extremities. The hypotension was treated in accordance with the IFU and the patient was stabilized intra-operatively. A balloon expandable stent was implanted at the level of the seal zone to achieve proximal seal. The aneurysm was successfully excluded at the conclusion of the implant procedure. Two days following the implant procedure, the patient experienced necrosis of the back muscles and reduced mobility of the legs. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.